Event description:
It was reported that this patient had recently received a crt-p implant while also having an sicd. The patient has recently received multiple inappropriate shocks due to double and triple counting. The system was subsequently deactivated as a result. No additional adverse events were reported.